Event description:
It was reported the pt was involved in a car accident and experienced trauma to their head and neck. The pt experienced a loss of therapeutic effect and pain due to lead tightness. Impedances readings were >4,000 ohms on some of the bipolar pairs and repeating 1490 on others. X-rays indicated no leads were apparently broken. A CT scan showed bilateral stimulators were still in place. The pt was scheduled for revision surgery in 2009. The hcp indicated the pt experienced a non-serious injury.